Event description:
It was reported that the ventilator stopped oxygen delivery while switching the ventilation mode. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on provided information the issue was related to too low current to the backlight. The screen restarted and was black for a few seconds. The issue is related to software and was improved in sw 4.4.3. The device worked according to its specifications. Backlight error is described as backlight power consumption too low alarm and shall occur when the monitoring of the power consumption indicates that the backlight is broken. This is only a restart of the screen and does not affect ventilation. According to provided logs the issue with restart of backlight inverter happened when ventilation mode was changed non-invasive ventilation. There was no stop of oxygen delivery. Our conclusion is that there is no indication of a ventilator malfunction.

Event description:
Manufacturer's ref. #: (B)(4).